Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 388 mg/dl and then 5 minutes later, it was 352 mg/dl. Customer stated that it was 252 mg/dl this morning. Customer took a correction but has not taken any insulin. Customer was advised to do a complete set change. Customer was walked through doing a correction. Customer will be contacting her health care professional to check on the issue. Customer called again with a blood glucose of 413 mg/dl. Customer stated that she bolused shortly thereafter and her blood glucose was 410 mg/dl after 15 minutes. Customer stated that she is going low consistently around the same time of day on most days. Customer stated that she does not eat all of her food and was advised that it could be an over correction that causes the low blood glucose. Customer had a bent cannula. Customer's blood glucose was 438 mg/dl. Customer later called in with a low blood glucose of 41 mg/dl. Customer corrected with carb intake.